Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type programmer, physician product ID 8731sc, lot# 0204277113, product type catheter. (B)(4).

Event description:
A volume discrepancy was reported, although it was noted that the volume discrepancy was within product specifications. The hcp is considering setting the low volume alarm limit to a higher remaining volume to reduce the probability that the pump would be empty prior to a future refill. The device system was used to deliver lioresal.